Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: h6 (component code, investigation findings, and investigation conclusions) investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
Information from ae regulatory system: on (B)(6) 2025, the patient began subcutaneous insulin injections for diabetes the third ward of the hospital. The disposable insulin pen needle was intact before use. Insulin was administered at 6:20 am on (B)(6) 2025. The patient was lying flat with four limbs restrained. The needle was inserted vertically into the left side of the patient's abdomen. The patient was cooperative and quiet during the injection process. During the 10-second pause, the patient suddenly twisted body. The nurse immediately removed the insulin pen and found the cannula of the disposable needle was broken. A physical examination of the injection site (abdomen) revealed no visible cannula. The nurse immediately pinched the local tissue with fingers, instructed the patient to relax and remain in the original position without moving limbs. On physical examination, the doctor found no palpable foreign body at the injection site. An abdominal x-ray was performed. The patient was ordered to lie down. The abdominal x-ray showed a short, high-density shadow, approximately 3mm, in the left mid-abdomen (results reported at 9:50 am on (B)(6) 2025). The patient was uncooperative that day, unable to establish effective responses, and had no complaints of pain or other discomfort. The doctor ordered continued observation of the patient's condition and requested a consultation with the general surgery department of another hospital. On (B)(6) 2025, dr. Xx from the department of general surgery at xx hospital consulted with the patient. The opinion was as follows: an abdominal CT scan revealed a small metallic foreign body remaining in the left lower abdominal wall, located in the fat layer. Physical palpation of the abdomen did not reveal a distinct sensation of a foreign body, and magnetic attraction showed no obvious adherence. Follow-up observation is recommended. The family was informed of the consultation results by phone, but they refused surgical removal and requested conservative treatment. Therefore, the patient's condition will continue to be monitored, and a follow-up abdominal CT scan is scheduled for two weeks to clarify the location of the foreign body. As of (B)(6) 2025, the cannula remained in the patient's body, and the patient reported no discomfort. The injection nurse's qualifications: registered nurse, holding a valid nursing license, and passed the hospital's nursing department¿s operational assessment this year. Ae report no. (B)(4). Call center contacted customer to acquire the information: the information reported in the ae regulatory system exists. In addition, customer supplemented information: the patient in the incident suffered from mental illness, one problematic needle was involved, material code: 329490, the problematic needle was not reused, the customer is unaware whether the patient had subcutaneous nodules. To reconstruct the incident, the hospital conducted tests using one needle from the same batch. Test results: "the cannula of the disposable injection pen needle is easily broken after being twisted or bent under significant external force". The needle shown in the attached photos and video is the same needle used for testing. This test needle can be returned, photos are available, no customer response is needed. Sample availability: yes. Sample availability details: picture/video available and physical sample.